Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. And motor passed motor test. However, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. The drive support cap was inspected and no anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer's blood glucose was 285 mg/dl. The customer stated, the drive support cap did not feel normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. The insulin pump also passed a displacement test. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.